Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code and ventilator inoperative codes were found in the ventilator's downloaded error log. The machine flow sensor, the display board, and system board were replaced to address the issues. There was evidence of contamination. In addition, the following components were replaced due to water ingress: blower assembly, blower bellows, blower mount, blower chassis plate, and blower cap due to water ingress. The tubing-fi02, tubing-system board, tubing-blower chassis, tubing-low flow o2, cooling fans, cooling fan retainers, and muffler assembly were replaced due to contamination.